Manufacturer narrative:
Device evaluated by manufacturer - unit returned with its original box labeled batch 18475988, overall visual revision did not identify failures. All seals of the outer box are intact. The field allegations could not be confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the packaging seal was compromised. The openings' seal is sticking on the plastic of packing list, therefore the sealing was opened. No patient was involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the packaging seal was compromised. The openings' seal is sticking on the plastic of packing list, therefore the sealing was opened. No patient was involved.